Manufacturer narrative:
Additional information.: updated film. Evaluation summary: the reported endoleak seen at the 40-month follow-up was confirmed; however, the exact cause/source of the endoleak could not be determined from the films returned. Lack of complete pre-implant CT¿s did not allow for a thorough assessment of the pre-implant anatomy, and earlier post-implant films were not provided for comparison. Lack of the returned angiography images which confirmed a hole in the bifurcate near the flow divider were also not available for review. This appears most likely to have been a type iiib fabric endoleak coming from near the origin of the contralateral limb; near the level of the flow divider. The exact cause of the fabric tear could not be determined. Fabric wear from the underlying proximal/external stent(s) of the contra limb abrading the bifurcate near the level of the flow divider is a potential root cause. This abrasion may have been exacerbated by the severely angulated infrarenal neck with the resulting limb angulation seen near the flow divider and endoleak location. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that six weeks after the endoleak was first observed, angiogram was performed which confirmed a hole in the endurant graft at the flow divider.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of a 50 mm diameter abdominal aortic aneurysm. It was reported that the patient returned for normal follow up approximately 3 years 5 months post implant, during which a possible type I or type IV endoleak was noted. As per the physician, the cause of the event could not be determined. No additional clinical sequelae were reported and the patient will be monitored.